Event description:
A pt's meter kept giving them an error 2 message and they had to be hospitalized. Medical affairs specialist spoke with the pt and they provided additional info. In 03 they purchased new test strips for their fasttake meter. The strips that they had purchased were one touch ultra test strips. They were not aware that one touch ultra strips could not be used for this fasttake meter. They kept getting the error 2 on the meter all day due to using the wrong test strips. They did not have any symptoms. They are also on an insulin pump and had continued taking their basal rate. They did not take any bolus insulin- "hardly ever take the bolus unless the blood glucose is >350 mg/dl". The next day, around 10:30 am, family member tried to wake them up, but was unable to. Family member called the paramedics. The paramedics' meter read 22 mg/dl and they were given a shot of glucagon. They were then taken to the emergency room where their blood glucose tested 50 mg/dl. They were placed on IV glucose and admitted to the hospital for 2 days. When they called lifescan they were also trying to switch to the one touch ultra test strips on the fasttake meter. They were sent some fasttake test strips and they were also trying to switch to the one touch ultra meter through their insurance. Sent them a back-up one touch ultra meter.